Manufacturer narrative:
(B)(4). Clip jammed, malformed clip. The analysis results of the er320 device found that it was received with a malformed clip jammed in jaws and fed sideways. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon removal of jammed clip the device was fired and the remaining 16 clips were formed as intended. The returned device locked out as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. It is unknown how the case was completed. There were no patient consequences reported.